Event description:
It was reported, the gastrointestinal videoscope had foreign objects in the nozzle. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue occurred at preparation for use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The section of the device with the foreign material remained had no deformation. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use: operation manual ¿gif/cf-170 series, chapter 3 preparation and inspection¿ describes the methods for detection. Reprocessing manual ¿gif/cf-170 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.